Event description:
Handpiece became very hot during a crown preparation procedure and patient received a burn to their upper and lower lip on the left side of their mouth. The patient was under local anesthesia at the time of the injury. The patient is expected to be healing normally without any need for additional medical attention.